Event description:
The customer reported the unicel dxc 800 pro synchron system had ise waste drain overflowed. The leak was not contained to the instrument. Customer was wearing gloves and lab coat. Customer stated no erroneous results generated and no exposure reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause of the ise waste drain overflow was the ise waste drain valve. Fse replaced the valve and the leak resolved. (B)(4).